Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed the causes as follows. <forceps elevator had foreign material> from the inspection result by local service department and the past similar case, omsc presumed that the event occurred by the following user handling. A) user conducted insufficient reprocessing around forceps elevator after procedure. B) foreign material on forceps elevator got dry and adhered since the user did not reprocess device immediately after procedure. <inside of light guide lens was dirty> from the inspection result by local service department and the past similar case, omsc presumed that the event occurred by the following mechanism. I) a small gap was generated in light guide lens glue due to physical stress / chemical stress caused by user handling. Ii) dirt, water, and moisture adhered to light guide lens and/or lens glue invaded light guide lens from the gap. IFU (reprocessing manual) states regarding brushing method around forceps elevator as follows: 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet moreover, IFU states as follows: operation manual: important information - please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. From above, it was considered that the reported two events could be prevented.

Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date was november 15, 2021, not november 12, 2021 as reported in initial MDR.

Manufacturer narrative:
Local service department checked the subject device and found the phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on november 12, 2021, it was found that there was gap of adhesive on the distal end/stain entered inside the lens through the gap. There was a foreign material on groove or gap of the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.